Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information. Date of event, implant date and explant date were previously reported incorrectly in submission 0002023141 - 2021 - 03069. The correct date is 4 oct 2021. The following sections are being reported: b3 date of event. D6a. If implanted, give date. D6b. If explanted, give date. H10: additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. Initial reporter¿s title and last name are not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 11 was unable to achieve primary stability and removed.